Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that the rods were removed previously due to the patient developing an infection. As per reporter, the replacement offset rod stopped lengthening.